Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure the device mis-fired. The staples were malformed and the staple line was incomplete. The device did cut. The rep indicated that no buttressing material was being used. The procedure was completed with an alternate like device with no patient consequences reported.